Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed all relevant tests. A g5 global communication tool tone at medium test was performed and passed. Manual functional try-it tests were performed and passed. The speaker resistance was measured and found to be within specifications. An internal visual inspection was performed and passed. The log was downloaded for review finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.